Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for investigation. Investigation revealed the force sensor was visibly damaged. Review of the pump history revealed multiple "no cartridge detected" warnings. The warnings could not be duplicated during investigation.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.